Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a right tka performed on (B)(6) 2021, the patient presented with leg pain, and an unstable knee. The knee was elected for revision because the gns ii cmt tib size 4 {} right component was mal-rotated and in 8 degrees of varus. The tibial baseplate and insert were removed on (B)(6) 2024. And exchanged for a legion revision size 4 baseplate, with a 120mm x 14mm legion press fit stem and a 13mm legion ps poly insert. No other complications were reported.

Manufacturer narrative:
Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the genesis ii nonporous tibial baseplate. The device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems reveal that improper fixation, and/or migration of the components could cause possible adverse effects. Also, the warnings and precautions section establishes that the implant can become damaged as a result of strenuous activity or trauma. The patient should be warned of surgical risks, and made aware of possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include, abnormal loading of limb, alignment, patient anatomy and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.